Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02695, reference manufacturer report number: 1627487-2019-08168, reference manufacturer report number: 1627487-2019-08169. It was reported that the patient had signs of infection at the lead insertion site. As a result, the patient's entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the infection has resolved.